Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "the endoflator ui500 stopped pumping gas during the procedure. After resetting device and turning on it back on, it showed a poweron test error", could be confirmed. The cause of the error code 3ff (poweron test error) can be determined to dirt/ residues on the on/off valve as well as the control valve. Further defects were found but independent from the reported issue. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the endoflator ui500 stopped pumping gas during the procedure. After resetting the device and turning it back on, it showed a poweron test error. No death or (unanticipated) serious deterioration in state of health reported.